Event description:
The surgeon, was performing a right thoracotomy mvr. "The proplege coronary sinus catheter, pr9 was placed and confirmed in less than five minutes. Due to the confidence that the device was properly positioned the decision was made to use only retrograde during the procedure and cardiac arrest was achieved with a dose of only 200 mls of cardioplegia solution. The only concern was at the end of the procedure when the device was removed from the sheath of the new introducer and the white cap was placed into the hub. There was leaking around the hub connection." No patient injury was reported

Manufacturer narrative:
Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the leaking introducer that have been confirmed. The root cause of the those leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated in regard to the introrc leaking complaints. (B)(4). A product recall has been initiated for the proplege coronary sinus device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.